Event description:
The sureform 60 stapler we used fired 4 times appropriately, and then it would not longer fire. It is supposed to fire 12 times.

Event description:
The sureform 60 stapler we used fired 4 times appropriately, and then it would not longer fire. It is supposed to fire 12 times.